Manufacturer narrative:
The skin flap was reportedly thinned during initial implant surgery.

Event description:
The pt is reportedly experiencing a delayed start-up when using the device. Programming adjustments were attempted, however, the issue is not resolved. Revision surgery is scheduled.